Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging his scs system because he had a surgical procedure unrelated to the stimulator, and his provider had told him not to use the stimulator. The patient stated he did not charge for approximately three months and the ipg has been inoperable for approximately one year. An sjm representative contacted the patient and the patient related to him that the stimulator helped with relieving his pain and he would like to have it replaced. The representative is in process of helping the patient find a physician to consult regarding replacement of the patient's scs ipg.